Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 02/01/2021. An investigation was conducted on 02/17/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The plastic tip "blunt tip" of the cannula was observed to be detached from the tip of the cannula. The c-ring was observed to be intact, no visual defects were observed on the c-ring. The bipolar electrodes were observed to be intact, no visual defects were observed. The device was evaluated for mechanical function. The toggle extended and retracted the blade. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device was able to cut four reference vessels cleanly with no difficulty. The device operated normally and passed the pre-cautery test. Based on the results of the evaluation, the reported "failure to cut" was not confirmed but was confirmed for the analyzed failure "break; blunt-tip". The lot # 25152178 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro knife did not cut. A replacement device was used to complete the procedure successfully. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro knife did not cut. A replacement device was used to complete the procedure successfully. There was no harm to the patient.